Manufacturer narrative:
On 07/30/2015 follow-up: customer reported feeling "fine". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 6.5 unit bolus by tapping on the incorrect numbers. Customer's normal bolus deliveries are 4 units. Customer's blood glucose (bg) level decreased from 185 mg/dl to sub 100 mg/dl. Customer ate to raise bg level.